Event description:
Left side wheel broke off stretcher when transporter was transporting pt from radiology. Pt fell off stretcher against wall, resulting in broken thumb. Side rails were up at time of incident.